Event description:
It was reported that there were small r waves on the right ventricular (rv) lead. The lead was inactivated and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Add'l device: 4557m implantable pacing lead (B)(6) 1999. (B)(4).